Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was received for evaluation. The unit returned has distal end damage, as part of overall visual revision. Visual inspection was performed and revealed a spring tip kinked and damaged (coilwire unraveled and corewire broken). All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that the distal tip of the wire became kinked. The target lesion was located in the severely calcified, moderately tortuous left anterior descending artery. During a percutaneous coronary intervention the physician performed an intravascular sonography which showed severe calcification. The physician determined to perform rotational atherectomy. A rotawire¿ and wireclip¿ torquer was selected and advanced to the target lesion; however, the distal tip of the wire became kinked while wiring the distal vessel. The procedure was completed with another of same device. No patient complications reported and the patient's condition is good. However, device analysis revealed a broken corewire.